Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, clinical trainer reported that pt experienced insulin leakage from the infusion set. F/u was completed with pt, and she reported her infusion set had been leaking since that morning. Blood glucose elevated to 500 mg/dl, and normal blood glucose is 100-200 mg/dl. Pt drank water to treat hyperglycemia. Pt reported, the headset did not fully insert when she used the insertion device, and she pressed it the rest of the way in with her finger. She did not notice any bends or kinks of the cannula. Pt used the headset for 1 day before the insulin leakage occurred. This was the first time she experienced concerns with the infusion sets since starting them 2 weeks ago. No product was requested for eval. Product was replaced. The pt did not require assistance from a health care professional or second party to address the issue.